Event description:
Customer reported an issue with the passport 2 monitor, which may have affected spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Correction included repair of spo2 board. The unit was tested, calibrated and safety checked to factory specifications.